Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 5 failed to closed. The field service engineer (fse) found the latch block hanging loose with two screws sheared off and one missing. All three screws were replaced, and the device was closed and functioning as expected. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.